Manufacturer narrative:
(B)(4). The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two other perclose proglide devices are being filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique, via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, two proglide devices were successfully pre-placed at the left common femoral artery, resistance was felt during insertion of both devices. During placement of a proglide device at the right common femoral artery, the proglide device was difficult to insert. The physician stated it "felt strange" and there was too much resistance. There was no marker lumen bleed back. There was bleeding next to the proglide device. The proglide device was removed and a large hematoma rapidly developed. Manual compression was applied to stop the bleeding. Guide wire access was lost as the guide wire looped in the artery. The patient was put under general anesthesia as blood pressure had dropped. An aortic balloon was placed but was not used as manual compression achieved hemostasis. An abbott balloon catheter was placed to cover a small dissection above the puncture site. Later a non-abbott stent was placed. A blood transfusion was given. Surgical access at the right groin revealed a "chunk" of calcification close to the puncture site that had punctured the artery and was outside of the artery. The hematoma was extirpated and a vascular patch was used to close the puncture in the artery. The evar procedure was cancelled. The surgical procedure took three hours. Hemostasis was achieved on the left side using the successfully preplaced sutures. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficult to insert and irregular texture, kink, were confirmed. The marker lumen blockage was not confirmed as there was presence of blood in the marker lumen. The reported difficult to insert and irregular texture appear to be related to interaction with the patient calcification. The marker lumen blockage was not confirmed. The reported marker lumen blockage and treatment appears to be related to procedure circumstance. A conclusive cause for the reported patient effects of dissection, hypotension, hematoma, hemorrhage and the relationship to the product, if any, cannot be determined. Hematoma, dissection, hemorrhage, surgery (surgical exposure) are listed in the proglide instructions for use as potential complications associated with the use of suture-mediated closure devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.